Manufacturer narrative:
Dr (B)(6) spoke with a merz aesthetics contracted physician, dr (B)(6). Dr (B)(6) spoke with dr (B)(6) and discussed his pt who sustained a vascular event after injection of radiesse into the nasolabial fold using a fanning and threading technique. She was a woman of color and no initial blanching was noticed. She complained of pain and when seen in f/u, she had area of duskiness of alar rim, left upper lip and labial gingival junction of the left. The pt was treated at that time with hyperbaric oxygen and antibiotics. Dr (B)(6) discussed that dr (B)(6) should be extremely conservative in any debridement and maintain local wound care. Dr (B)(6) reviewed the relevant anatomy and methods of avoiding vascular events. On (B)(6) 2013 dr (B)(6) stated that there has been no further contact from the pt. They have tried to reach out to her with no response. The device history records for the reported lot were reviewed. All required testing specs were met prior to release, there were no abnormalities noted.

Event description:
The pt was injected with radiesse 1.5cc per side to the nlf on (B)(6) 2012. On (B)(6) 2012, the pt was seen by dr (B)(6). The pt had induration, redness and necrosis. The pt also complained of a headache. Dr (B)(6) injected hyaluronidase 150 units / cc into the area. Dr (B)(6) felt that there was a change to the pt's mental status. He called emt and the pt was taken to the hosp and was admitted for 2 days. She received IV vancomycin, augmentin orally and valtrex. The pt was not getting better. Next she was transferred to (B)(6) head and neck surgery otolaryngology) and received in-patient hyperbaric treatments daily as well as continuing the IV antibiotics until (B)(6) 2012. A PICC line was inserted so that the pt could continue IV antibiotics at home. As an out-patient the pt continued hyperbaric treatments at a place affiliated with (B)(6). Dr (B)(6) has not seen the pt. He is trying to get her to come in to the office.